Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The trial date was unknown. It was reported that about a week after the procedure on (B)(6), they went to the doctor who noticed that the patient programmer was set to 0.0 and the doctor called the local manufacturing representative (rep) and told them about the issue, said was on speaker. Caller said that the doctor changed the bandage from the surgery as it was bloody and accidentally broke the wire and patient had to go back in for a revision on (B)(6) 2025 to start the trial over again. Agent explained that prior to receiving calls, the appropriate forms must be filled out by the physician and rep and patient also needed to fill out a consent form. The patient was redirected to their healthcare provider to further address the issue. Email was sent to field staff to provide feedback to the representative. Caller also said that patient had a lot of bladder problems.

Manufacturer narrative:
Continuation of d10: product type lead section d information references the main component of the system. Other relevant device(s) are. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.